Event description:
Information received indicates the caster continues to swivel when the brake is engaged.

Manufacturer narrative:
The field technician replaced the brake.steer caster to repair the bed.